Manufacturer narrative:
The device was not returned for evaluation. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reported information and results of the complaint investigation there is no indication the reported failure to deflate is related to a potential product quality issue. Possible factors that may contribute to failure to deflate the balloon include, but are not limited to, deflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. A conclusive cause for the reported failure to deflate could not be determined since the device was not returned for analysis and limited information was provided as the complaint was a general comment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: dates estimated d4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
In a general comment it was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate calcification and mild tortuosity. Nc trek neo balloon dilatation catheters (bdc) were used in the procedure; however, the balloons failed to deflate. Different deflation syringe was used to attempt to deflate the balloon; however, the balloons still failed to deflate. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.